Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella device was inserted but failed to start. The initial device was removed, and a new impella pump was implanted to manage this complication. The device was explanted, and the procedural outcome was the patient survived.